Event description:
Boston scientific received information that this patient¿s cardiac resynchronization therapy defibrillator (crt-d) and competitor right atrial (ra) lead exhibited a high pacing impedance measurement of greater than 2000 ohms. Ra thresholds were also slightly elevated. All other lead diagnostics were normal and the patient is not pacer dependent so no programming changes were made. Additional information from the field indicated that the impedance issue is thought to be due to the ra lead, however no conclusive cause is known at this time. The crt-d continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
According to the field, the crt-d will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that surgical intervention was performed and the crt-d and ra lead were explanted and replaced due to the clinical observations in this event. No additional adverse patient effects were reported.